Event description:
It was reported by the rep the device was used during a thoracoscopic lung volume reduction. It was reported the surgeon had one ez45g jam while attempting to fire and another ez45g had the reload fall out twice while attempting to fire. Another ez45g was used to complete the case. The hosp is not sure which device had specific problems. Both devices were given to the rep at the same time. There was no consequence to the pt.